Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 178 mg/dl. Customer changed pump supplies to address the issue. In addition, it was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate issue could not be verified.